Event description:
As reported to coloplast though not verified, pt experienced infections, erosion, bloody discharge, dyspareunia and chronic pelvic pain. A removal surgery was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.